Manufacturer narrative:
The serial numbers are: sodium electrode - fbh, potassium electrode - ffv, ise indirect na-k-cl for gen.2 - fhu, the expiration dates were not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode, potassium electrode, and ise indirect na-k-cl for gen.2 assay results for multiple patient samples tested on the cobas 8000 ise 1800 module. The following are examples of discrepant results for five patient samples: on (B)(6) 2026, the reporter stated that they received a voltage level error and the qc became out of range, prompting the rerun. Patient sample 1 sodium the initial result was 161.9 mmol/l. The repeat result was 137 mmol/l. Potassium the initial result was 4.95 mmol/l. The repeat result was 4.2 mmol/l. Chloride the initial result was 79.5 mmol/l. The repeat result was 95 mmol/l. Patient sample 2 sodium the initial result was 139.3 mmol/l. The repeat result was 133 mmol/l. Patient sample 3 sodium the initial result was 156 mmol/l. The repeat result was 135 mmol/l. Potassium the initial result was 5.66 mmol/l. The repeat result was 4.9 mmol/l. Chloride the initial result was 86 mmol/l. The repeat result was 97 mmol/l. On (B)(6) 2026, the reporter questioned the initial results, prompting the rerun of qc and the patient samples. Patient sample 4 sodium the initial result was 140.30 mmol/l. The repeat result was 151.10 mmol/l. Chloride the initial result was 131.70 mmol/l. The repeat result was 117.50 mmol/l. Patient sample 5 sodium the initial result was 69.70 mmol/l. The repeat result was 131.50 mmol/l. Potassium the initial result was 2.15 mmol/l. The repeat result was 4.07 mmol/l. Chloride the initial result was 207.70 mmol/l. The repeat result was 93.6 mmol/l.

Manufacturer narrative:
The field applications specialist (fas) and field service engineer (fse) inspected the analyzer and found clotted plasma in the sipper probes of the ion-selective electrode modules. The fse cleaned the system and performed successful multiple recalibrations. The event was resolved when the fse replaced the solenoid valve. The investigation determined that a mechanical issue caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.